Event description:
During a procedure, cadier forceps broke while in use. Broken fragment of cadier forceps removed laparoscopically. Instrument and fragment examined and put together. All pieces were accounted for.